Event description:
Healthcare profesional (hcp) reported patient (pt) receiving hemodialysis on the baxter sps 1550. During treatment, device had constant low transmembrane pressure alarms and pt blood pressure increased along with a weight gain. The weight discrepancy was not detected until pt was weighed following completion of the 4 hour and forty-five minute therapy. The ultrafiltrate control was turned on for the entire treatment. Pt's post treatment weigaht was 1 kg more than pretreatment. The ultrafiltrate programmed to be removed was 4 kg and device indicated actual amount removed was 3.25 kg. Physician was notified and pt was discharged to go home. There was no medical intervention and no pt injury as a result of this event.